Event description:
It was reported that during a innonimate vein stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the femoral artery. A 12x61x120 epic stent was select; however, the stent "jumped" and landed in the ventricular part of the heart. The stent was snared and pulled down into the femoral vein from the contralateral side. It was then deployed without any adverse event. The procedure was completed with this device. The patient was held overnight for monitoring and was released the next day. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).